Manufacturer narrative:
The primary report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive review. The secondary report of the platform displaying a ua 2 (compression tracking error) error message was not reproduced during functional testing; however has one occurrence of a ua 2 error message in the archive review. Probable cause of the ua 2 error message; the mannequin is not correctly oriented on the platform or the mannequin or the lifeband has shifted during shift check. Load cell characterization check was performed and the platform passed within specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 2 alerts the operator that as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. The platform was functionally tested and during initial power up, displayed a (ua) 16 (timeout moving to take-up position) error message which was attributed to a seized brake gap. The root cause of the ua 16 error message is due to this observed issue. After the brake gap was cleaned and adjusted, the platform was further functionally tested and passed specification. As part of routine service during testing, the device was further examined and found a damaged top cover. The autopulse platform is a reusable device and was manufactured on 09 sep 2013. It is approaching its expected service life of 5 years. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. This observation is not related to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported to autopulse with serial number (B)(4). Ccr 40375, reported on (B)(6) 2018, unseized the brake gap to remedy the issue.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) error message and ua 2 (compression tracking error) message. No patient involvement.